Event description:
It was reported that due to the patient experiencing diaphragmatic stimulation, the left ventricular pacing output was decreased. On (B)(6) 2015 the patient received a patient notifier alert and a merlin.net transmission revealed that the left ventricular lead exhibited high impedance. Programming changes were made and the patient was sent home with diaphragmatic stimulation resolved. The patient presented to an outlying hospital where it was found that the lead had dislodged. Pocket manipulation resulted in noise. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).